Manufacturer narrative:
Initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device underinfused medication to the patient. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: correction: this report is a duplicate of manufacturer report number1416980-2022-07412. All information can be found under manufacturer report number 1416980-2022-07412. Should additional relevant information become available, a supplemental report will be submitted.